Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter with an assembled connector was returned for evaluation. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the catheter at and partially within the distal end of the strain relief of the connector. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: a partially curved split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The product IFU states ¿do not use a syringe smaller than 10 ml¿ and contains suggested catheter maintenance procedures. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's arm was wet during infusion. Then, the catheter was checked and a crack was confirmed on the extension tube of the catheter connector.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's arm was wet during infusion. Then, the catheter was checked and a crack was confirmed on the extension tube of the catheter connector.